Event description:
The product was used during a lavh procedure. Reportedly, the clips did not advance properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.